Manufacturer narrative:
The getinge representative has confirmed that the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use in a patient a noise appeared on the artery pressure waveform on the intra-aortic balloon pump (iabp). It was noted that the artery pressure waveform had no disturbance before the noise appearance. There was no injury or harm to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Additional information is being requested with regard to the status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while in use in a patient a noise appeared on the artery pressure waveform on the intra-aortic balloon pump (iabp). It was noted that the artery pressure waveform had no disturbance before the noise appearance. There was no injury or harm to patient and no adverse event was reported.